Event description:
It was reported that the device was sent in for maintenance but repair was needed for damaged machine head, worn control bar and screws and corroded motor. There was no report of harm or delay as there was no patient involvement. Diligence is complete and no additional information. During device evaluation the dermatome motor speed was unstable.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the device had a damaged machine head, worn control bar and screws and corroded motor / motor speed unstable. The machine head, pin, control bar, screws, and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.